Event description:
It was reported that during implant attempt, the physician had difficulty deploying the helix and felt uncomfortable using more turns (having already utilized around 15 turns). The physician chose to replace the lead and in the course of retaining venous access, the helix fully deployed. The helix was retracted before removing the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.